Event description:
It was reported that the patient was transported to the hospital due to syncope. It was found that the patient's device had experienced a power on reset. The device was reset to programmed settings and the patient released. The device was later removed and replaced due to elective replacement indicator (eri) which had been scheduled prior to the reset event. It was presumed by the physician that there was no causal relationship between the syncope and the reset of the device.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).